Manufacturer narrative:
The root cause for the reported event is most likely the fractured trochanter. The operative report noted that the trochanter was not fixed when the surgeon exposed the hip during revision surgery. A review of the provided x-rays by a clinical professional concluded that instability due to a trochanteric avulsion and inadequate tissue tension were likely responsible for the pt's dislocation. A review of stryker's records indicates that all reported devices were manufactured and inspected as per procedure and accepted into final stock with no reported discrepancies. There have been no other reported events for the reported lots of devices. Add'l info including the return of the explanted devices for analysis, pt medical records and the primary operative report would be useful in completing a full investigation of this event. If add'l info becomes available, this investigation will be reopened.

Event description:
Our clinical research associate rec'd a sae report, stating that the pt had add'l hospitalization between (B)(6) 2009 due to a luxation and following revision (surgery provided on (B)(6) 2009). The surgeon stated within the sae report that a relation to the device is possible.